Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. Evaluation codes updated.

Event description:
It was reported that two footprint anchors failed and were left implanted in the patient. No patient injury reported. It appeared that the tip of the footprint anchor broke off during insertion and the sutures were unsecured.